Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was the controller worked for a couple of minutes and then it shut off and showed rm03 code. The paddle gets warm. The issue started a couple days ago. On the call had patient check for damage and patient said there was no damage. An email was sent to repair to replace the recharger.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n(B)(6), revealed white arrow rubbed off connector, this does not impact the functionality of the recharger, high reading 100, low reading 100, couldn't replicate rm03 error code, found ins and failed-antenna test temp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.